Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's legal fact sheet states the patient developed infection post implant. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This MDR represents the bard composix mesh (mesh #2) implanted on (B)(6) 2002. A separate MDR was sent to document the bard flat mesh (mesh #1) implanted on (B)(6) 2001. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
This is an addendum to the initial MDR and is to make a correction to the type of repair performed on (B)(6) 2002. This corrected information was obtained from the patient implant device record: (B)(6) 2001 -- patient was implanted with a bard/davol flat mesh (mesh #1) during a surgical bladder suspension procedure. (B)(6) 2002-- the patient underwent repair of an incisional hernia with implant of a bard/davol composix mesh (mesh #2).

Manufacturer narrative:
This is an addendum to the initial MDR and is to make a correction to the type of repair performed on (B)(6) 2002. This patient implant device record indicates that the procedure performed on (B)(6) 2002 was for incisional hernia repair, and was not associated to pelvic organ prolapse as initially reported. This supplemental MDR represents the bard composix mesh (mesh #2) implanted on 04/19/2002. A separate supplemental MDR was sent associated with the bard flat mesh (mesh #1) implanted on 04/09/2001 to document the correction.

Event description:
The following is based on a review of the patient's legal fact sheet provided to davol by the patient's attorney: (B)(6) 2001 -- patient was implanted with a bard/davol flat mesh (mesh #1) during a surgical bladder suspension procedure. (B)(6) 2002-- the patient underwent repair of a pelvic organ prolapse with implant of a bard/davol composix mesh (mesh #2). The patient's legal fact sheet alleges pain and infection.

Manufacturer narrative:
Not returned to manufacturer.